Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer said, both crossbraces were broken. I tried to inquire what happened and she said they don't give her that information. (B)(4) in customer service spoke to the dealer and the dealer didn't come to cscs. Protocol questions do not apply.